Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial flutter ablation procedure with a carto 3 system and when attempting to turn the device on the power supply on the card the bottom cover started to make some noise. There was then a plastic burning smell noted. The team turned everything off. They tried to keep the system card and to connect each device directly into the socket. The procedure then commenced conventionally, using a smartablate generator and pump. The medical team stated that the problem was "probably coming from the card". No patient consequences were reported.